Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio and vibrate issue. The customer's blood glucose level was 146 mg/dl at the time of incident. Customer reported that they did hear beeps when audio volume settings were saved and they did hear the differences between the two audio beep volumes 1 and 5. The second time doing the test it worked and he heard the difference. Customer stated that the self test was performed and received hardware low level failure alarm. The alarm was cleared and reset time and date. The insulin pump will not be returned for analysis.